Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they found that the cable was unplugged and that was the reason of the electrical code to be generated. They plugged the cable back and the iabp was released back for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was turned on during a training session and the electrical test fail code #120 came on. The user tried to turn off and on and the code did not disappear. There was no patient involvement and no adverse event was reported.